Manufacturer narrative:
(B)(4). Date sent: 7/13/2020. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? No. Did the tissue pad fall into the patient? No. If so, what efforts were made to retrieve it? Not applicable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch #: u93g6h. Investigation summary the device was received with the hand activations contacts damaged. In addition the tissue pad was with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on a gen11 generator. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display a communication issue, activation issues, incomplete pre-run test or alert screens. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during the assembly with the instrument, the hand activation contacts can be damaged. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the white tissue pad was missing. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.